Event description:
It was reported that during an unknown procedure the device was being prepared for use and would not open to fire the first clip and was jammed before placing on the vessel. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation, orange indicator over traveled. The analysis results found that the (B)(4) device was returned empty with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, the orange indicator was noted to be over traveled. These findings are not related to the incident reported. The event reported could not be confirmed due to the returned condition of the device. However, an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.